Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Device malfunction: foot break. Time of device malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the perclose at device attempted arteriotomy closure of the right common femoral artery (cfa) after an interventional procedure. Reportedly, the foot was positioned in the arterial wall and tension was applied. When the physician depressed the plunger, the "tension could not be kept." The procedure was stopped. The foot was retracted and the device was removed from the pt. It was observed that the posterior foot was broken. The location of the foot piece could not be ascertained. Hemostasis was achieved by surgery. There were no reported adverse pt sequelae. Though requested, no additional information was available.